Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely due to a battery depletion alert. This device was replaced and expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely due to a battery depletion alert. This device was replaced and was subsequently returned to boston scientific for analysis. No additional adverse patient effects were reported.